Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, out of box failure. Evh sheath came apart at the hub. Kit was not used on patient. Second kit was opened and procedure was completed without additional issue. No patient involvement.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, out of box failure. Evh sheath came apart at the hub of the shaft. Kit was not used on patient. Second kit was opened and procedure was completed without additional issue. No patient involvement.

Manufacturer narrative:
Trackwise ID # (B)(4). Updated section: b-4, g-4, g-7, h-2, h-10, h-11 corrected section: b5.

Event description:
N/a.

Manufacturer narrative:
Trackwise (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10. Analysis of production to : (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) a review of the historical data indicates that no other similar complaints was reported for the same lot 25159760 and reported failure mode trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jan-2020 through dec-2021 was reviewed. There were no triggers identified for the review period. Testing of actual device (10/213 & 67) the cannula device was returned to the factory for evaluation on 01/03/2022, the reported evh device was not returned for evaluation. An investigation was conducted on 01/25/2022. Photographs were provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood was observed. The cannula handle was observed to be in two pieces. No other visual defects were observed. An investigation was conducted on 01/25/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The cannula handle was observed to be in half which is a normal function of the device as the components can be snapped together. The c-ring was observed to be intact, no visual defects were observed on the c-ring. A mechanical evaluation was conducted. The handle of the cannula was snapped back into place with no physical or visual defects observed. Based on the returned condition of the device, the reported failure "peeled; shaft " was not confirmed since the reported evh product was not returned for evaluation. Communication/interviews: (4111/213/ 67) communication/interviews were performed to obtain all possible information.